Manufacturer narrative:
Analysis: during functional analysis, it was not possible to inflate the ibt due to the presence of a hole on the balloon. Visual analysis confirmed the presence of a longitudinal hole on the distal peak . Conclusion: based on the information provided, visual and functional analysis, the ibt has ruptured in a longitudinal mode on the balloon. (B)(4).

Event description:
It was reported that on an unknown date, the ibt had ruptured in a longitudinal mode on the balloon.